Manufacturer narrative:
All available information was investigated, and the reported issues were not able to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The provided imaging was reviewed by an abbott senior staff clinical r&d engineer. Based on available information, a cause for the reported inability to close the clip could not be conclusively determined. The reported difficult removal is a cascading event of the inability to close the clip. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. An xtw clip was successfully implanted. To treat residual mr, an xt mitraclip was selected. The xt clip achieved leaflet insertion. The clip was closed to 60 degrees; however, the clip was unable to close past 30-40 degree. Troubleshooting was performed and was unsuccessful. It was decided to remove the clip, however, the clip was unable to retract fully back into steerable guide catheter (sgc). The clip was pulled across the septum into the right atrium and down the inferior vena cava, positioned close to sgc tip while removing the entire system. The device was removed without further issues reported. No additional intervention was needed. The mr had decreased to grade 1-2 post procedure with the one xtw clip implanted. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
The device returned for analysis. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.